Event description:
Doctor alleges that after deployment it was noted that the filter legs did not open symetrically. Doctor is confident that the filter is anchored. Arms expanded fine. Filter remains implanted.